Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range shock impedance measurements of 24 ohms and small signals. Technical services (ts) was contacted, and ts discussed possible causes. The patient had just completed open a heart surgery. The patient's hospital stay was extended while the s-ICD system was evaluated. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient no longer needed this implantable system. The doctor has elected to program the therapy off. The system remains implanted. There were no additional adverse patient effects. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range shock impedance measurements of 24 ohms and small signals. Technical services (ts) was contacted, and ts discussed possible causes. The patient had just completed open a heart surgery. The patient's hospital stay was extended while the s-ICD system was evaluated. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered inappropriate shocks over the course of several episodes due to noise and myopotential oversensing. One episode with five inappropriate shocks induced the patient into an arrhythmia. Therapy was exhausted after the fifth shock, but the patient was converted with a sixth shock a couple minutes later during the next event. Small r-wave amplitudes were noted during the episode. Ts was contacted, and ts made programming recommendations and suggested x-ray imaging to assess system placement. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low, out-of-range shock impedance measurements of 24 ohms and small signals. Technical services (ts) was contacted, and ts discussed possible causes. The patient had just completed open a heart surgery. The patient's hospital stay was extended while the s-ICD system was evaluated. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered inappropriate shocks over the course of several episodes due to noise and myopotential oversensing. One episode with five inappropriate shocks induced the patient into an arrhythmia. Therapy was exhausted after the fifth shock, but the patient was converted with a sixth shock a couple minutes later during the next event. Small r-wave amplitudes were noted during the episode. Ts was contacted, and ts made programming recommendations and suggested x-ray imaging to assess system placement. The s-ICD remains in service. No additional adverse patient effects were reported.